Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer¿s blood glucose was unknown. Customer stated that the patient was hospitalized because of the insulin pump was not working. The device will be returned for analysis.